Event description:
The customer's father reported on (B)(6) 2014 at 6:00 am his son activated a new pod and his blood glucose, carbohydrate intake and insulin history is as follows: the pod was then removed and he noticed the pink slide insert was not in the window. The cannula was also bent.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported failure of the needle mechanism to fire and deploy the cannula or to determine its root cause. Qualification records were reviewed and the product lot met all acceptance criteria.